Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports, the catheter was placed and the guidewire tip became unraveled and a piece broke off in the patient. Patient was sent to interventional radiology and the piece was reportedly removed without incident.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.